Manufacturer narrative:
Product investigation is in progress.

Event description:
A piece of the product fell off inside- vagina [foreign body in reproductive tract]. A piece of the product fell off inside, and the missing part exposed some cotton fibers [device breakage]. Case narrative: consumer reported that a piece of the product fell off inside. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
A piece of the product fell off inside- vagina [foreign body in reproductive tract] a piece of the product fell off inside, and the missing part exposed some cotton fibers [device breakage] case narrative: consumer reported that a piece of the product fell off inside. No serious injury was reported.